Event description:
Related manufacturer report number: 3006705815-2022-13703. It was reported that the patient had experienced pain at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which the ipg was revised, but the ipg was inoperable afterwards. Surgical intervention was undertaken again on (B)(6) 2022 in which the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The report of pain at the ipg site was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. As reported in the event details due to recent weight loss, the patient¿s ipg began to give patient pain. Therefore, physician suggested that repositioning the ipg higher up on patient's back would be better placement and resolve the reported issue.